Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a male pt who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. The pt used super poligrip from (B)(6) 2001 to (B)(6) 2010 and fixodent from (B)(6) 2001 to (B)(6) 2010. On an unk date, the pt experienced neuropathy and nerve damage in the legs and feet. This case was assessed as medically serious by gsk. Super poligrip and fixodent were discontinued. At the time of reporting, the outcome of the events was unk. The MFR's report number for this case is 9681138-2012-00031. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Manufacturer narrative:
The MFR's report number for this case is 9681138-2012-00031. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).